Event description:
The complainant in the had an automated impella controller (aic) with battery issues. The aic was removed and replace per the instructions for use recommendations. A backup battery was utilized for a/c power. There was no harm or injury reported.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The console was tested while in field service. The battery issues were not reproduced. The root cause of the battery communication failure was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.